Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. Pump drug information was unknown. It was reported that the hcp contacted the rep for a pump removal due to an infection. The pump site began to look "worrisome" in (B)(6) 2025 and the doctor initially had intended to try to do less invasive procedure, but ultimately decided to remove the pump. Pump disposal and removal was discussed with technical services. No surgery or interventions were known at the time of the report.